Event description:
It was reported the device exhibited an alarm, 80 mls out of 100 mls to infuse. Per reporter the patient experienced a continuous gtt. The patient had been intubated prior to arrival. A cadd pump was used to infuse continuous versed drip for sedation. Possible lot numbers: 4426862, 4415287, 4434302.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was submitted under MFR# 9617604-2024-00096 on 01feb2024. Because successful acknowledgements were not returned, this report is being resubmitted per esg ticket (B)(4).

Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the suspected lot numbers. If the product is returned the manufacturer will re-open the complaint for further device analysis.